Event description:
Following a urethral bulking implant procedure, a male pt was placed in retention. Two days following the initial bulking implant procedure, a foley catheter was temporarily placed. The doctor's normal protocol for his male pts that are in retention following a bulking implant is to place a supra pubic catheter. Once the operating room was available, the foley catheter was removed and a supra pubic catheter placed. The urinary retention resolved within 26 days. The pt is now incontinent. No further complications were reported.